Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the broken probe that was recovered occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. However, the root cause of the phenomenon's could not be determined. The event can be prevented by following the instructions for use which state: ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus; however, device evaluation has not yet begun. Additional information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that the thunderbeat 5 mm, 35 cm, front-actuated grip type s fractured during a laparoscopic subtotal hysterectomy with fibroids procedure. "Salvage" of the fracture was done. The fragments could be recovered. A second device was used; however, various error messages "short circuit" were noted until it no longer worked. The transducer cable was changed. The procedure was continued using a third device. After about 5 to 6 strokes, an error message, "defective scissors" was noted and the device no longer functioned. The procedure was completed with high frequency instruments with an unspecified prolongation. There was no harm or user injury reported due to the event. This MDR is being submitted for the reportable malfunction causing serious injury, due to the additional intervention done of retrieving the fractured fragments, that was observed with the first device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as reflected on b5. The suspect device was evaluated, which revealed a cracked probe 15, 7 millimeters from the distal end site. The electrode coating was scratched off and had a contact mark. The probe tip also had a contact mark and was broken/cracked. There was minor deformation on the tissue pad. The exact cause of the event could not be exclusively identified. However, based on the past investigation results, the probe broke possibly due to contact with a surgical instrument or the non-insulated area of grasping section. 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when load was added. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the customer confirming that the fragment fell into the patient's body. In addition, the thunderbeat that exhibited the error message, "defective scissors" also broke, fell inside the patient, and was retrieved. Case with patient identifier (B)(6) reports the other thunderbeat that broke, fell inside the patient, and was retrieved.